Event description:
It is reported that the trial head stuck to the implanted stem and loosened it from it's cement mantle. The surgeon had to tap the trail head off.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.